Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016 it was reported that a motor stall was seen on initial interrogation of the pump. The pump logs indicated a motor stall occurred and recovered 45 minutes later. The patient had not recently had an MRI. The patient had no symptoms related to the event.

Manufacturer narrative:
Updated to reflect the information received on 2017-mar-21. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the manufacturer's representative. It was reported that there had been no new motor stalls.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.